Manufacturer narrative:
Mobile power unit (mpu) serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during log file review by a representative of the manufacturer¿s technical services, no external power alarms were observed while the lvad was supported by the mobile power unit (mpu). It was not known if the no external power was caused by either the patient disconnecting both system controller power cable leads while changing to battery support or the mpu power cord coming loose. No clinical symptoms were reported. It was reported that the cause of the no external power alarm was very likely due to disconnection of the mpu from the wall. The patient did not recall if the mpu¿s power cord was firmly connected in the wall outlet or in the mpu at the time of the event.

Manufacturer narrative:
The reported event of no external power alarms while on mobile power unit (mpu) support was confirmed based on the information recorded in the log files provided by the customer. The log files contained approximately 23 days of overlapping data dated 22may2018 through 13jun2018. The information recorded on (B)(6) 2018 at 2:31 am revealed that the system was powered by an mpu. There were no external power alarms recorded on (B)(6) 2018 at 6:45:34 am, 6:45:35 am, and 6:46:08 am. The associated voltage levels indicated that mpu power was lost during this time. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was powered by the system controller backup battery during the event. Multiple attempts for further information, including the mpu serial number, were sent to the customer; however, nothing was provided. No further information was provided. The manufacturer is closing the file on this event.